Manufacturer narrative:
The reported event of failure to capture was not confirmed while the reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found guidewire failed to advance completely into the lead due to inner coil being clogged with blood. No other anomalies were found.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the guidewire failed to advance into the atrial lead completely. Upon interrogation, it was noted that the lead failed to capture. The procedure was completed using an alternative lead on (B)(6) 2021. The patient was in stable condition.